Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 270 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer does not recall pressing on the drive support cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at a reservoir tube window corner and a shifted end cap sticker.